Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported that a fresenius 2008k machine has no powered. Additionally, burn marks were discovered on the distribution board from the ground wire coming from the power supply. No patient involvement. Upon follow up, the bmt confirmed the reported event stating, that the 2008k machine was experiencing no power. Additionally, the bmt stated that during troubleshooting, the wire from the power supply to the distribution board was found with burn marks. The cause of the reported event was unknown. The bmt confirmed that the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. After replacing the wire and power supply the issue was resolved. The bmt stated that they did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage in addition to the event. In addition, the bmt confirmed that there was no damage observed on any other components, or any other additional issues, associated with the reported event. The bmt was unable to provide the number of hours on the machine. The bmt stated that the parts are not available for return to the manufacturer. There were no photos available of the reported event. There was no harm to any patients or individuals because of this malfunction. The machine has returned to service after passing all functional tests.

Event description:
A user facility biomedical technician (bmt) reported that a fresenius 2008k machine has no powered. Additionally, burn marks were discovered on the distribution board from the ground wire coming from the power supply. No patient involvement. Upon follow up, the bmt confirmed the reported event stating, that the 2008k machine was experiencing no power. Additionally, the bmt stated that during troubleshooting, the wire from the power supply to the distribution board was found with burn marks. The cause of the reported event was unknown. The bmt confirmed that the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. After replacing the wire and power supply the issue was resolved. The bmt stated that they did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage in addition to the event. In addition, the bmt confirmed that there was no damage observed on any other components, or any other additional issues, associated with the reported event. The bmt was unable to provide the number of hours on the machine. The bmt stated that the parts are not available for return to the manufacturer. There were no photos available of the reported event. There was no harm to any patients or individuals because of this malfunction. The machine has returned to service after passing all functional tests.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.